Manufacturer narrative:
D1 brand name was updated. Placement signal issue: since data log review was inconclusive, limited clinical details were provided regarding troubleshooting, and product wasn't returned for investigation, the cause of the placement signal issue could not be determined.

Event description:
The user facility reported a 73 year old male with a impella cp for support during a high risk cardiac procedure. While on support, when weaning, a placement signal went away and then the placement signal alarm came on. The pump continued to flow appropriate flows and continued to work without placement signal. The pump continued to be weaned and explanted without issues. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.